Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd veritor ¿ at-home covid-19 test has been found producing a discrepant result. (B)(4). The following has been provided by the initial reporter: it was reported that customer received discrepant results via the veritor at home test kit. Customer tested positive on first occasion and tested negative on subsequent test.

Event description:
It has been reported that the bd veritor ¿ at-home covid-19 test has been found producing a discrepant result. Eua# (B)(4). The following has been provided by the initial reporter: it was reported that customer received discrepant results via the veritor at home test kit. Customer tested positive on first occasion and tested negative on subsequent test.

Manufacturer narrative:
H6: investigation summary this summarizes the investigation results regarding a complaint that alleges the ¿customer received discrepant results via the¿ bd veritor at home covid-19 test (material # 256094), batch number unknown. ¿customer tested positive on first occasion and tested negative on subsequent test.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for discrepant results was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.